Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date (B)(6), inratio 1.6, re-test 3.9. Time between tests: immediate. Therapeutic range: unknown. Customer used the same finger for re-test finger stick.

Manufacturer narrative:
The customer repeated the finger stick on the same finger. Inr testing measures the clotting time of a blood sample after the finger stick is performed. Repeating the finger stick on the same finger can impact the calculated inr result as well as contaminate the sample with blood that has already initiated clotting. Be advised the customer is to perform a fresh finger stick on a new finger for each test that is performed. This may have contributed to the observed precision issue of the inr results. Inratio precision data provided by end-user: date (B)(6) 2013, first inr 1.6, second inr 3.9, mean 2.75, sd 1.63, %cv 59.14. Inratio meter results failed the criteria for precision, generating a %cv greater than (B)(4). In-house therapeutic donor testing was performed on reported lot #308056 on (B)(4) 2013. Results as follows: (B)(4). Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #308056 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not require at this time.